Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt's pump was replaced as an elective replacement due to being on the recall list for motor stalls. The pt also noted a lack of therapeutic effect. At the time of the surgery, the pt presented with a large fluid accumulation over pump. A catheter disconnect at sutureless pin was observed. The 100 ml of csf were in the device pocket. The catheter was repaired and the pump was replaced. The drug in the pump was lioresal. The pt recovered without sequela.